Event description:
Trinity revision of the biolox delta ceramic modular head after approx. 3 years due to infection.

Manufacturer narrative:
Per 7753 - final report. Additional information, including x-rays, operative notes, update of the patient post revision and information about any event linked to this infection, have been requested to the reporter. However, this information could not be provided. The appropriate device details were provided. The relevant device manufacturing record has been identified and reviewed. This device was manufactured, packaged and sterilized to the correct specifications at the time of manufacture. The cleaning method, the sterilization method and sterile barrier system used to package our devices have a long history of safe and effective use at corin for a wide range of orthopedic devices and has been validated in accordance with the relevant standards. Infection is a known complication with any invasive surgery procedure and the incident rate is followed by performing trending on reported events. Based on the above, no further investigation can be conducted, and the root cause of the reported infection could not be determined. Therefore, this case is now considered closed. However, should any additional information be provided, then this case may be reopened for further investigation. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the biolox delta ceramic modular head after approx. 3 years due to infection.

Manufacturer narrative:
Per 7753 - initial report. Additional information, including x-rays, operative notes, update of the patient post revision and information about any event linked to this infection, have been requested to the reporter. Available information will be detailed in a supplemental report. The appropriate device details were provided. The relevant device manufacturing record will be identified and will be reviewed. Conclusions will be provided in a supplemental report. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.